Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.25mm x 16mm promus premier¿ stent was advanced to the lesion, however, the physician had difficulty in delivering and deploying the stent. The device was removed and it was noted that the stent struts were bent and misshaped. Additional vessel preparation was performed and the procedure was completed using another of the same device with excellent result. No patient complications were reported and the patient¿s condition was excellent and was discharged from the hospital.

Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).